Manufacturer narrative:
Additional information: updated UDI and catalog number. Added device manufacture date.

Manufacturer narrative:
Device evaluation: a medtronic representative went to the site to test the equipment. One of anderson connectors was loose. After properly securing the connection, the issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. No replacement components were needed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device UDI not provided. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the imaging system was not booting up and the generator was beeping. The service console was showing an error "11" in the generator. The x-ray generator was not booting up. Troubleshooting indicated there was no 24 volt delay voltage and it was likely due to a defective supply board. There was no patient present when this issue was identified.